Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: 24.5 mmol/l, 15.3 mmol/l, 18.8 mmol/l (mobile system) and 9.6 mmol/l (compact plus system) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(4). Device will not be returned.